Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however the lead was discarded in the facility. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this brady lead was not successfully implanted due to a high pacing threshold when positioned in the right atrium (ra). After multiple extensions and retractions, the helix could no longer be retracted on the third attempt, despite 30 rotations. Pre-procedural testing of the helix showed no abnormalities but because the helix could not be retracted, the physician rotated the lead body to release the fixation and removed the lead. The helix may have been damaged due to repeated manipulation. The procedure was successfully completed using another brady lead of the same model and the lead was discarded at the facility and will not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to a high pacing threshold when positioned in the right atrium (ra). After multiple extensions and retractions, the helix could no longer be retracted on the third attempt, despite 30 rotations. Pre-procedural testing of the helix showed no abnormalities but because the helix could not be retracted, the physician rotated the lead body to release the fixation and removed the lead. The helix may have been damaged due to repeated manipulation. The procedure was successfully completed using another brady lead of the same model and the lead was discarded at the facility and will not be returned for analysis. No adverse patient effects were reported.